Event description:
A (B)(6) male presented for an angiogram procedure on (B)(6) 2011. As reported by the user, as the micro introducer wire was being advanced through the dilator, it knotted then unraveled in the pt. The wire was successfully removed from the pt. There was no harm or injury to the pt. The case was completed with another new of the same device.

Manufacturer narrative:
As the reported complaint sample was not returned by the end user, angiodynamics is unable to perform a device eval. Several attempts were made to obtain the sample for eval, however those attempts were unsuccessful. The complaint could not be confirmed. The root cause for the reported defect is unk. The most likely root cause for the reported complaint is that the end user pulled the guidewire back through the needle. The weld tip of the guidewire got caught on the beveled edge of the needle causing the wire to become uncoiled and the knotting; however this cannot be definitively determined at this time as the reported defective device was not returned. The instructions for use, which is supplied to the end user with this catalog number, instructs the end user to ¿withdraw the entry needle while leaving the 0.018¿ guidewire in place.¿ during the review of the mfg records for the reported lot it was observed that the mfg lots meet all device specifications and quality requirements. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).